Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient had their spinal cord stimulator (scs) implanted to treat their pain from arthritis in their legs and back to try and avoid getting back surgery. The patient reports that their therapy feels like pins pricking their legs, which is very uncomfortable and goes down to their toes. They also have a painful burning sensation at their ins site. The patient had a recent appointment with their managing healthcare professional (hcp) and told them about their concerns with discomfort in their legs and burning at the ins site. The hcp said they would have someone call the patient about it. However, no one has called them. The patient does not have another appointment scheduled until january. During the report the patient decreased from 2.7 to 2.4 and confirmed that this resolved the discomfort in their legs. Their issue began about a month or so ago. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-oct-05. The cause of the burning sensation at their implant site was not determined. They were sent for a dorsal column stimulator (dcs) adjustment. No further complications were reported/are anticipated.